Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results showed that one ecr60b was returned with the cartridge deck damaged and the pan partially detached; in addition, the one piece sled was noted to be damaged. Additionally, the reload was received with the left side two inner rows partially fired and with the right side and outer left row fully fired. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the reload, no functional test could be performed. It should be noted that each cartridge reload is 100% inspected through (B)(4) to ensure that the one piece sled and all staples are present prior to shipment. Event could not be confirmed as no instrument was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure on the second firing with a blue load, the device partial fired. The staples did not form and the device was difficult to open. Sutures were used to complete the case with no patient consequence.